Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display a b30 error with the 190 scope. The event occurred during an unknown diagnostic procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This is report #1 of 2 due to multiple events and devices reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke the customer to troubleshoot the device. The customer confirmed that a 180 scope was utilized without issue. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while it was powered off. Tac also advised the customer to clean the scope contacts with 70% isopropyl alcohol and informed the customer to send in the device if the issue continued. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.